Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) and performed troubleshooting procedure cuvette test that failed due to low flow of nozzle #4. The fsr replaced the cuvette pump tubing and cleaned the nozzles of the cuvette washer assembly to resolve the issue. No additional discrepant result issues have been reported. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with cuvette washer assembly did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the cuvette washer assembly was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated creatinine result generated on the alinity c processing module for a 46-year-old male patient. The following results were provided: sid (B)(6) creatinine result = 9.6 mg/dl, repeat result on another analyzer (B)(6) = 1.15 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated creatinine result generated on the alinity c processing module for a 46-year-old male patient. The following results were provided: sid (B)(6) creatinine result = 9.6 mg/dl, repeat result on another analyzer (B)(6) = 1.15 mg/dl no impact to patient management was reported.